Event description:
Patient went to ER morning of 2007, after receiving multiple shocks form aicd. Transferred from hospital to doctors' for laser lead extraction of fractured lead. New ICD lead implanted and patient returned to hospital post procedure.